Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was loaded to the jaws in broken condition. Another applier was used instead. No clips fell in the patient and there was no health injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot# 73d1800212 was manufactured on 04/08/2018 a total of 291 pieces. Lot was released on 04/20/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip was in the first position in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Another attempt was made and a clip was unable to properly load into the jaws of the device. Two more attempts were made with the same result. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that one ratchet ear was broken but this may have occurred during disassembly. It was also found that the distal end of the yoke, where the yoke pin is inserted, was broken. The misloading of clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws and could also cause clips to break in the channel. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loaded in broken condition" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly. The misloading of the clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although none of the returned clips were broken, the clip stacking can cause clips to break in the channel. Therefore, the reported defect was confirmed. Even though the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that a clip was loaded to the jaws in broken condition. Another applier was used instead. No clips fell in the patient and there was no health injury.